Event description:
The hospital reported that during an endoscopic vein harvesting procedure they noticed that the vasoview hemopro vh-3500 was not "working well", the hemopro was the not delivering appropriate amount of energy for proper cutting and sealing at that time. The power setting, pressure, and flow were all checked and normal. There was some tissue on the jaws so the hemopro was removed through the cannula to clean the jaws. After the hemopro was removed through the cannula, the silicone part of the jaws was hanging on by just a small piece of silicone. Nothing fell in the patient. The jaws were closed during insertion. No resistance was noted. After that was noticed, a second vh-3500 was opened in order to complete the case. No patient harm, no procedural delay.

Manufacturer narrative:
Trackwise ID 788016. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The lot #3000288363 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.